Event description:
Baxter ncc received report from customer. Customer indicated set seperated by the male luer lock adapter during pt use. Nitroglycerin 3ml/hour was being administered to the pt. No pt injury has been reported at this time.